Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. The formed needle and soft cannula were inspected under magnification. No issues were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels "were really high in the 300's-400's (mg/dl) while wearing the pod between 4 and 24 hours. Patient noticed the pod was leaking; when removed from the infusion site (leg), the pod's cannula was found bent. Ketones were also tested, and results were negative. As treatment, a new pod was applied and insulin was delivered.